Manufacturer narrative:
Investigation conclusion: the report of an over-infusion of albumin was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The starting/ending volume of the fluid container cannot be determined through device logs. The device was being used for treatment. The pump module was not returned for investigation. Log analysis results: the pcu event log shows pump module s/n (B)(6) was programmed to infuse drugid 2 at a rate of 50ml/hr with a vtbi of 100ml at 4:21 pm on (B)(6) 2020. At 5:12 pm, the device alarmed for air in line. At 5:18 pm, the device was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 42.14ml. Device inspection: n/a, only the pcu event log was received for investigation. Root cause analysis: the root cause of the reported over-infusion of albumin was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 19dec2011 a review of the device service history record was performed beginning from the date of manufacture to the present date 29sep2020 and indicated that this device has been previously returned 1 time for service in august of 2014 for a cracked hinge and had the bezel assembly replaced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pump was programmed to infuse albumin 25gm/100ml at 50ml/hr. Albumin was programmed to be given over 2 hours but was fully administered in one hour. The customer is requesting if there user error to cause the overinfusion. There was no consequences or impact to the patient. The customer stated no further information is available.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Adult patient. Although requested, information were not provided. No devices received, log review only.

Event description:
It was reported that the pump was programmed to infuse albumin 25gm/100ml at 50ml/hr. Albumin was programmed to be given over 2 hours but was fully administered in one hour. The customer is requesting if there user error to cause the overinfusion. There was no consequences or impact to the patient. The customer stated no further information is available.